Event description:
Received low readings of 4.8, 5.1 and 6.4. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl and no product will be returned for evaluation.